Event description:
Reference number (B)(4). Event occurred in germany. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient went to emergency room and hospitalized. Hospitalization/emergency medical treatment was required due to any blood glucose value dka seizure or diabetic coma. Length of hospitalization was 7 days. Patient arrival date in hospital was on (B)(6) 2024. The blood glucose level was 1150 mg/dl. Dizzy/not cohesive symptoms were reported at time of hospitalization. Therefore, patient was treated with intravenous insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.